Event description:
Pt's mother reported that her daughter was hospitalized for three days in ICU with dka. She believes the pdm is not dispensing insulin properly and her daughter has been waking up sick.

Manufacturer narrative:
The returned product was throughly evaluated and found to be functioning as expected. Blood glucose measurement was in specifications and insulin bolus delivery testing was successful. No malfunction or other product condition that could have contributed to the pt's high blood glucose and dka was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user guide advised that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."